Manufacturer narrative:
Evaluation: method: medical review. Results : visual inspection of the returned lens showed the lens was returned in liquid and a small piece of haptic was missing. There was evidence of a clear surgical residue. Since the lens was not returned in accordance to staar's dfu (dry), we are unable to re-measure the lens. Medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop. The icl was explanted which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Surgeons are always reminded to measure the horizontal white-to-white under the microscope with a caliper, and confirm this with a steel ruler. Calipers may be bent, and could give a wrong reading. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusion ( no device failure): at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Manufacturer narrative:
(B)(4) - lens work order search.a lens work order search was performed and there were no similar complaints found. (B)(4)

Event description:
The reporter stated the surgeon inserted a micl13.2 implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to angle blockage and uncontrolled glaucoma associated with excessive vault. The surgeon is awaiting for the eye to calm down before implanting a replacement. The reporter stated that he does the calculations for determining which size lens to implant and does not believe it was miscalculated.